Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the smart device displayed an error message for low transmitter. No additional event or patient information is available. Data was provided for evaluation. Data investigation confirmed a low transmitter battery. In addition, a failed transmitter error was present in connection to the reported allegation. The probable root cause was determined to be low transmitter battery voltage. The reported issue of low transmitter battery is reportable based on the finding of a failed transmitter error.